Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to resolve the alarm by removing the battery. Customer also stated the insulin pump was scrolling. The customer's blood glucose was 83 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.